Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen3285 showed one other similar product complaint(s) from this lot number. H3

Event description:
It was reported that after the package of the new catheter was opened, the stylet was found bent. It was stated this made it impossible to place the catheter in this patient.